Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2022, the patient experienced hyperglycemia due to not receiving an audio alert from the dexcom device for high readings. The patient reported that she was in bed all day due to covid and pneumonia. She could not get out of bed all day; she did not experience any hyperglycemic symptoms. The patient´s boyfriend came home and spoke to the patient as she was fine at that time. The boyfriend took a shower and when he came out of the shower, he found the patient unconscious. He called an ambulance, and the paramedics treated the patient with IV glucose and IV insulin (discrepant information was documented like this with no justification). The patient was taken to the hospital by ambulance and there was no documentation about treatment administered at the hospital. It was reported that the patient also has a previous kidney disease with cystinuria. At the time of the event, the patient was ok, and she was discharged the same day. There were no cgm nor bg values reported during the entire event. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.